Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was giving an error of ¿button active, release button to complete start up¿. The customer rebooted the system however it did not resolved the issue. Review of the system log file showed that the issue with injector switch that activate at startup. Upon inspection, the rse determined that the malfunction could be a result of clinical user action who pressed the injector button. The issue was resolved by exercising the injector button. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was giving an error of ¿button active, release button to complete start up¿. The customer rebooted the system without resolve. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.